Manufacturer narrative:
This record was converted. For additional information about the analysis, please see sap. Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and noun expected off no power or unexpected low battery alarms during testing. Unit had stripped battery cap coin slot(p), minor scratched lcd window,cracked battery tube threads and broken reservoir tube (B)(6).

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.